Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2024, after anesthesia, in order to monitor the patient's intraoperative central venous pressure, assess intraoperative circulatory function, prevent intraoperative bleeding, and facilitate timely rehydration, the anesthesiologist placed a central venous catheter in the patient, and found that the catheter was abnormally shaped and could not be passed through the blue-air needle when using the guidewire, which resulted in the failure of the central venous catheter to be placed. There were no adverse consequences for the patient." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on (B)(6) 2024,after anesthesia, in order to monitor the patient's intraoperative central venous pressure, assess intraoperative circulatory function, prevent intraoperative bleeding, and facilitate timely rehydration, the anesthesiologist placed a central venous catheter in the patient, and found that the catheter was abnormally shaped and could not be passed through the blue-air needle when using the guidewire, which resulted in the failure of the central venous catheter to be placed. There were no adverse consequences for the patient." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".